Event description:
It was reported that the device would not operate on dc power. There was no pt use associated with the reported event.

Manufacturer narrative:
Medtronic evaluated the device and verified the reported problem. After replacing the power pcb assembly, proper operation was confirmed and the device was returned to the customer. Additional testing of the power pcb assembly was performed and the root cause was not determined.